Manufacturer narrative:
Additional information received: we received the following information regarding this complaint generator used and power level? Ems scaler - power level 3 were any of the patients injured? No one was injured. Have all broken parts been removed from the patient's mouth? Yes was further medical or surgical treatment necessary after the incident? No further treatment was necessary. How many times was the instrument used before the event occurred? On first use. FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 4582. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: involved product that broke during use was not returned and cannot be analyzed. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1799180). No information was given regarding technique, we cannot rule on its compliance with maillefer's recommendations. Root causes are not identified. We will track this kind of event and monitor the trend.  All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that start-x tip ems insert 3 broke during use. The outcome of this event is unknown as of this MDR. Further information requested.